Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an issue with the meter display. The reporter stated that the front of the screen looks like it has melted. . This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.